Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and was not able to duplicate the reported condition. The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a background fault error message. The ventilator was not in use on a patient at the time the event occurred.